Manufacturer narrative:
Pt age: - patient was (B)(6) years old at the time of the initial procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a right knee revision procedure approximately 20 years post implantation due to unknown reasons.